Event description:
It was reported that during a laparoscopic esophagectomy the device failed when used - staple crossed, second clip did not close. There was a delay in the procedure of at least three minutes to obtain a new device. There was no pt injury. Add'l info was requested, but no add'l info was provided.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the device was cycled and fed and produced four scissored clips and two acceptable clips. After the last clip was fired, the locking mechanism engaged as intended. The device history record was reviewed and no discrepancies were noted.